Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced low blood glucose (bg) levels (readings unknown) and was assisted by the ambulance crew. No further information was provided on this event.